Event description:
In 2001, the cryopeserved aortic valve and conduit in question was implanted into a pt of unknown medical history. According to the info obtained from the user facility, the pt was admitted to the hosp in 2002 (approx ten months post-implant) due to a cva and blood cultures reportedly positive for staph. Epidermidis. The pt was then re-admitted to the hosp one year post-implant due to suspected endocarditis and abscess indicated via tee. An antibiotic regiment was initiated and the pt was scheduled for explant of the aortic valve homograft in 2 weeks (the surgery was initially scheduled for 2 days earlier).